Event description:
A vns treating office reported that there was a patient being sent for a surgery referral due to the generator not functioning appropriately due to a lead problem and the generator is not at eos. The patient experienced an increase in seizures, went to see their neurologist on (B)(6) 2012, and was then referred for surgery after finding the "lead problem" during generator interrogation. It is unknown what test was performed. The generator was disabled due to the lead problem. It was stated that the patient's increase in seizures had returned to historical pre-vns baseline. The patient went to surgery on (B)(6) 2012 and the patient was scheduled for surgery as they were reported to have had high lead impedance and were scheduled for full revision. A system diagnostic test was performed prior to the case and results were ok ok dcdc:2 eos:no. The patient clinic notes were checked at that time and noted was that the patient had high lead impedance dcdc:7 eos:no. Their generator was removed by using the accessory pack and re-implanted on same leads. The patient's head was turned to the right and another system diagnostic test was performed ok dcdc:2 eos:no. Their head was turned to the left and same dcdc:2 eos:no. The surgeon called a neurologist and they came down and performed another system diagnostic test and dcdc:2 eos:no. The office nurse was called who confirmed the patient did have high lead impedance dcdc:7 eos:no about 1 month ago. The patient was set to 0/30/250/30/1.8 at that time. Their vns was turned back on in the or to 0.75/30/250/30/1.8 1/30/250. Nothing was replaced in the or. The surgeon tried pulling on the lead to duplicate the high impedance but all diagnostics were within normal limits dcdc:2 eos:no. Investigation is underway.

Event description:
No further information was attained after good faith attempts were made.